Manufacturer narrative:
The tjf-q190v scope (subject device) and the maj-2315 (distal cover) were not returned to olympus for evaluation. The device history records were not able to be reviewed for these devices since the serial number and lot number, respectively, were not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturer attempted to replicate the reported failure using a representative distal cover (lot. H0729) and scope. It was confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. Based on the results of the legal manufacturer¿s investigation, a root cause could not be determined. However, the distal cover may have contacted with the trocar, causing the suggested event. It is possible that the following occurred: - the distal cover may have been attached improperly to the scope. - the distal cover may have had cracks and/or a pinhole. - chemical solutions, such as an anti-fog agent, adhered to the distal cover, which caused it to break. The instructions for use (IFU) for the distal cover states the following: "when attaching the distal cover please make sure that the distal cover is intact without any problem before installation and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." The IFU for the scope states the following: ¿important information ¿ please read before use: precautions: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: - do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. - detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - if finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 50. With a new single use distal cover, repeat step 1 through 8.¿ investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received a maude report (report# 11874505) from FDA on (B)(6) 2021. The report states a general surgeon placed a percutaneous trocar into the stomach during the procedure to allow for passage of the endoscopic retrograde cholangiopancreatography (ercp) scope (subject device), as previous attempts to pass the scope orally were not successful. At the end of the procedure, the gastro-intestinal (gi) physician was removing the ercp scope from the stomach trocar when the soft tip cover of the scope fell off into the patient's stomach. It was decided to allow the tip cover to pass naturally through the patient's gi system, rather than subject the patient to further anesthesia time in attempting to remove it. There was no patient harm or consequence reported as a result of this event. As this report was submitted through the maude database, no further information was able to be obtained, such as the facility information, contact information, serial number/lot number, status of the patient, etc. This report is being submitted for the tjf-q190v scope, under patient identifier (B)(6). This report is related to complaint number (B)(4), which was documented for the maj-2315 (single-use distal cover) reported under medwatch number (B)(4).